Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological l procedure on (B)(6) 2002 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation concurrently with laparoscopy with extensive enterolysis, left salpingooophorectomy, transvaginal tape urethral sling, and cystoscopy. It was reported that the mesh was revised on (B)(6) 2005 and was surgically removed on (B)(6) 2005 and on (B)(6) 2009, due to erosion, incontinence, nocturia, and pain.

Manufacturer narrative:
(B)(4).